Manufacturer narrative:
(B)(4): physio-control evaluated the device and found that the quik-combo therapy cable pin connector, where the electrodes attach, was split in two. The observed discrepancy inhibited therapy cable/electrodes connection detection to provide defibrillation. A replacement quik-combo therapy cable was provided to the customer and the device placed back to service.

Event description:
Physio-control evaluated the device and found that it was unable to provide defibrillation therapy. There was no patient use associated with the event.